Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 54mm fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the diameter of the proximal neck was 20mm to 18mm and 15mm in length. It was reported that during the index procedure a type ia and IV endoleak were observed. The physician added another manufacturer¿s device for the type I endoleak with a chimney technique. The type ia endoleak was not resolved. The physician stated that the proximal type ia endoleak was due to the short neck length. No clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak, bypass), patient¿s condition affected effectiveness of device (anatomy related; short and angulated neck). Conclusion: inherent risk of a procedure (endoleak, bypass), device failure related to patient condition (anatomy related; short and angulated neck).